Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Timeouts were observed in the download data in addition to a drive stall, indicated by the device running 61 pulses by the end of second prime, however the firing flat was not yet lined up for the device to deploy. Inspection of the leadscrew found brass shavings by the top of the plunger. No damage was observed to the threads of the leadscrew and brass shavings were not noted further down the leadscrew. It could not be conclusively determined whether this contributed to the reported event.